Event description:
The customer reported a generator failed error message displayed on the system. No patient injury was reported.

Manufacturer narrative:
The gib pcba ffb, pcba and generator batteries were replaced to correct the generator errors.